Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the trunk connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) female pt, contacted zoll customer support to report that service code 204 appeared on her monitor screen when she powered up her device. The pt was issued a replacement electrode belt.